Manufacturer narrative:
D9, corrected data: supplemental report 1 inadvertently noted that the device had not been received by the manufacturer despite the device being received and reported at the time of the initial report submission.

Event description:
Additional information was received that the lead was seen to be wrapped around the generator and the silicone was twisted. The physician believes the cause of the lead fracture, detachment from the nerve, migration, and pain were due to the patient having twiddler syndrome. It was noted that the patient would manipulate the generator site and the patient's caregiver would notice the device to be flipped up on the side and would push the generator flat down, rotating the generator over time. It was also noted that the generator was not sutured down during the previous vns surgery.

Event description:
Product analysis was approved for the suspect generator. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (ifi=no condition) was performed. The device performed according to the functional specifications, and no anomalies were seen. Pa worksheet was reviewed, and no anomalies were seen. Data dump was reviewed, and no anomalies were seen.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term "migration" is not available. (Note that although migration is an available medical device problem code, in this report's context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient's adverse event.)

Event description:
It was reported that prior to a replacement surgery, diagnostics were ok. However once in surgery, the lead was inspected and it was seen to be twisted and broken. It was also noted that the lead was not fully attached to the nerve. The patient also noted they had been having chest pain and could feeling the generator flipping and noted it had been flipping for a few years. The surgeon suspects that the generator migration is related to the lead issues. Both devices were ultimately replaced. The suspect device has been received for product analysis but has not been completed to date. No other relevant information has been received to date. MFR report # 1644487-2025-00429 houses the report of the fracture and migration associated with the lead suspect device.